Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reverted to an alternate method of insulin therapy and will resume pump use once replacement supplies are received. Customer's blood glucose was 249 mg/dl at time of event.